Manufacturer narrative:
The device has been returned for evaluation. The investigation is not yet complete.

Event description:
The event involved a plum 360 infusion pump. The first complaint was that the device was rejecting medicine, refusing the barcode. The nurse may have not noted or logged the information on the device correctly and may be a software issue. After, the barcode worked fine, and program worked fine as well. The second complaint was that the device kept requiring a back prime and the nurse did, but the pump shut off while critical drug was infusing. In the event log, error n230 proximal air back prime error was noted, and device powered off much later. They replaced the device and got a new pump. There was patient involvement but no harm. However, there was a delay in therapy and the nurse needed to increase her monitoring and emergently use another pump which was luckily in the room. The customer also reported that the patient had vasopressors running ¿ this is not like regular intravenous fluid (ivf) that can be stopped and started without the patient¿s blood pressure dropping. The last battery change was on 15-april-2022 16:10:25 and the last pm was on 20-april-2022 16:03. There were no damage or issues to the power cord or plug/prongs.

Manufacturer narrative:
The device was received for investigation. Since the customer had to switch pumps to continue critical care. Cda logs were downloaded sent to r&d for analysis. Could not confirm customer¿s unspecified / unidentified complaint that the customer experienced the device rejecting medicine or refusing to accept the barcode for medication. The plum 360 devices do not have the capability to scan in barcodes for medication. Probable cause was not found. Confirmed customer¿s complaint that on the 02/18/2023 the device stopped and alarmed with proximal air back primer error alarm n230 through review of the event alarm logs. Device passed all performance verification test (pvt). Device functions per design. Probable cause was history is confirmed but not duplicated. Device is functioning per design. Engineering notes that pump barcodes are not read as part of the mednet system, though they may be read as part of a third party electronic medical record (emr) which is connected to mednet for interoperability. Pump logs do not provide direct information on possible anomalies in use of the third party emr system to scan barcodes. Instead, they record the information received from the emr and act on that information. Engineering summarizes: in about 37 hours of active infusion, the pump alarmed for proximal air and required back priming two times. One was successful within 4 seconds or back priming; the other within 1 second. During this infusion, there was no logged indication that the pump ever shut itself off or was ever shut off before the infusion was manually stopped. And, at that time, the pump was manually powered off by user pressing the [on_off] button. The 37-hour infusion delivered accurately as programmed within 0.1% (design tolerance is +/- 5.0%). Following that power cycle, an invalid auto program was received and automatically rejected as not being a valid titration. No further data was provided on the auto program contents. Engineering evaluates the customer¿s complaint could not be confirmed. The pump is operating correctly per design. A140504 inaccurate delivery from the initial report is invalid. This event is only a0719 unexpected shutdown.